Event description:
Single account reported to dade behring that they observed two clinical s. Aureus isolate oxacillin (ox) mic discrepancies. The account obtained oxacillin-susceptible results on the dried pos mic panel type 20a panel and oxacillin-resistant results on secondary methods that were also performed for the clinical isolates. Additionally, account reported that oxacillin resistance was confirmed by a reference lab. Account correctly reported isolates as resistant to the physician based on the result of alternate methods. No report of injuries associated with the susceptible results being obtained.

Manufacturer narrative:
Contacted customer to obtain clinical isolate for evaluation. Routine monitoring of complaint history and performance trends to ensure performance is within claims. Results: clinical isolate has not yet been received from the customer. Conclusions: clinical isolate testing is pending. Overall oxacillin performance of dried pos panels is acceptable.